Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 187 mg/dl. The customer did not observe any significant events leading to the blank display. She stated that the device did not show any signs of physical damage, had not been dropped/bumped, or exposed to moisture. She did not observe any damage or corrosion at the battery cap, battery compartment, or spring. Upon insertion of a new battery, the display did not return. She was advised to clean the battery contacts and replacing the battery, but the display still did not return. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Unit received with blank display due to shorted lcd driver board. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.